Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Customer's blood glucose level was over 600 mg/dl with trace ketones. Customer went to the emergency room and was subsequently hospitalized for elevated blood glucose. Customer was treated intravenously with fluids of saline and insulin and was released from the hospital 10/25 with the issue resolved and no permanent damage. Customer loaded a new cartridge and successfully resumed insulin delivery.